Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual analysis revealed that the complete lead was returned with a firm stylet inside. The lead was ripped-apart approximately four centimeters in length at the proximal area of the terminal boot. After the stylet was removed, offset in the rs negative coils was noted in several locations along the lead body. Further testing indicated no stylet fracture in the lead. There was no damage noted at the lead's tip or helix that would have contributed to the reported dislodgement. The lead damage at the terminal end and offset in the rs negative coils was likely due to induced during explant of this product.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged during a sinus catheterization intervention. The stylet got stuck inside of the lead and broke. Subsequently, this lead was explanted and replaced. No further complications were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.